Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, occlusion alarms occurred. During troubleshooting with tandem technical support showed that inconsistent drops were observed exiting the infusion set tubing, and an additional occlusion alarm occurred. Subsequently, the customer reported that the fill estimate was inaccurate. Reportedly, the cartridge was filled with 200 units of insulin, and at the time of the reported event, the insulin gauge displayed 23 units. Additional troubleshooting was unable to be performed as the customer declined to load a new cartridge onto the pump. Reportedly, the cartridge was reloaded successfully and the customer observed consistent drops exiting the tubing when filling the new infusion set tubing. The customer's blood glucose level was 273 mg/dl.